Manufacturer narrative:
(B)(4). Concomitant medical devices: 00784801300 ¿ m/l taper neck ¿ 63249095, 00875705602 ¿ continuum shell ¿ 63102575, 00885201236 ¿ xlpe liner ¿ unknown lot, 00801803602 ¿ cocr head - 63197552. Visual examination of the pictures identified slight wear on the head and neck. The liner and shell are mated. Products are covered in bio-debris. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02580, 0001822565 - 2021 - 02581, 0001822565 - 2021 - 02583, 0002648920 - 2021 - 00262.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.